Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the u.s. And does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a chemotherapy set/clearlink in which the tubing of the set and the dripchamber are insufficiently glued as it resulted in aspiration of air into the dripchamber. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: three samples were received for evaluation. Visual inspection revealed no non-conformities. All samples were leak tested with 0.56 bar air pressure (8psi) under water. No leaks were observed in none of the junctions. Sets functionality was also tested with sodium chloride. No non-conformities were observed. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.